Manufacturer narrative:
Additional information: h6(method code 5)- 4111. The device has been returned to glaukos for evaluation, and the investigation is ongoing. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that the surgeon noticed the trocar was broken following the successful implant of the first stent from a trabecular microbypass stent system. Reportedly, the surgeon was able to complete the procedure successfully. Per report, the trocar fragment did not remain in the patient''s eye and was confirmed inside the injector after surgery. The report also noted surgical technique/experience with the device contributed to the event. Through follow-up, the surgeon provided the following additional information. Per report, no further intervention was required and the patient''s post operative condition was described as "good without any problems".

Manufacturer narrative:
The evaluation of the returned device was completed, and the x-ray revealed that the cam assembly had been activated twice and one (1) stent was found. The trigger button motion was functioning as intended, and the device was able to actuate all remaining positions and deploy the remaining stent(s) from the device. The injector¿s frontal components were found bent. It is highly unlikely that the device was shipped with only one (1) or no stent as the manufacturing internal procedure requires an x-ray inspection of the injector to ensure that two (2) stents are retained on the singulator (one stent within the singulator and the other outside the singulator) prior to distribution. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing internal procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing internal procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. Further inspection found no other non-conformances related to the reported event. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified. However, the most likely cause is a heavily biased trocar during the deployment of the second stent. Of note: the additional information received through the device evaluation was reassessed for reportability criteria; and concluded that the reported event no longer meets the statutory definition of a medical device reportable event. Based on the clarification received, glaukos no longer considers this report as a reportable event. MFR# reference: (B)(4).